Event description:
The reporter claims the problem began in late april where she experienced swelling, red, itchy, painful rashes where the sensor was inserted in the skin. Reporter claims it is all over her body, stomach and arms. Reporter claims the sensor was supposed to last 10 days but is only able to use it for 4 days due to symptoms. Reporter claims it leaves scarring and takes a week to heal. The patient reports to have tried using flonase and other home remedies without any alleviation. The reporter claims her endocrinologist has contacted dexcom on her behalf and is aware of the problem regarding the adhesive.